Event description:
The following information was reported to kci by the physician: a foreign material alleged to be v.a.c. Dressing was retained in the patient's wound which "caused an abscess that required debridement six months later". On (B)(6) 2014, kci reviewed the patient's medical records and the physician's documentation stated the following: postoperative information surgery dated (B)(6) 2014, "because of chronically draining process he [the patient] presented to the office for evaluation. It turned out he had vac sponge left in place creating chronic infection. Additionally has an abdominal wall hernia that requires repair". On (B)(6) 2014, the patient underwent an incision and drainage of an abdominal abscess with repair of a ventral hernia, and retained foreign body was surgically removed. On (B)(6) 2014, the physician noted, "the incision is healing appropriately without evidence of infection."

Manufacturer narrative:
Based on information provided, it cannot be determined when the foreign body alleged to be v.a.c. Granufoam was inadvertently left in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. This report is being filed due to possible user error.